Event description:
The reportthe company received indicated that during a pta to a calcified, tortuous common iliac artery, the balloon burst at 10 atm. There were no reports of any adverse effects to the patient. The procedure was successfully completed with another opta pro balloon of unknown size. As per the reporting affiliate, no additional information regarding either procedural or patient-related details are available. The product is available for evaluation and testing; however, it has not been received to date.